Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump stopped all insulin delivery. The customer's blood glucose level was reported to be 170mg/dl. It was confirmed that the customer had alternate insulin therapy available.